Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found the tip eject pin on the plunger clamp stuck in the reported problem area of the pipette assembly. The plunger clamp and lld contact spring were replaced. The instrument was inspected, tested without further problem, and returned to svc.